Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with approximately 250 units of insulin. The customer¿s blood glucose level was 151mg/dl. Although requested, the customer declined troubleshooting.